Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-nov-2022 to 09- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had no light on the pyxis bus controller card. There was a smell caused by the thermal damage of the solenoid. A field service engineer replaced the pyxis bus controller board, solenoid and configured the drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system auxiliary drawer failed. User attempted to reboot and restart the pyxis multiple times, yet issue persisted. The fridge failed as well. During device inspection, a field service technician noticed a smell caused by thermal damage of the solenoid. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer failed. During device inspection, a field service technician noticed a smell caused by thermal damage of the solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a smell caused by the thermal damage of the solenoid. A field service engineer replaced the pyxibus controller board and solenoid to resolve the issue. The system functioned as intended.